Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. Facility reported that in the first half hour of treatment, the dialyzer leaked at the header. Blood was visible leaking out and in the header threads. Returned blood to the patient and re started treatment on another machine. Estimated blood loss was less than 10 ml's. No injury or medical intervention required; patient is stable. Sample was discarded by the user facility; sample is not available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.